Event description:
Customer reported the table does not respond to lateral commands. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a circuit board. No pt injury was reported.